Event description:
Related manufacturer report number: 3006705815-2025-01171, 3006705815-2025-01172. Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, and the procedure was abandoned. Further surgical intervention may be pending.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to high impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.